Event description:
The customer at the user facility reported that the top of the saw fell off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.